Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-23586. It was reported the patient is not receiving effective stimulation. X-rays revealed lead migration. The patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.